Event description:
It was reported a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door after ending a peritoneal dialysis (pd) patient¿s treatment. The patient contact reported receiving air detected in cassette warning messages during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient¿s contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotics vancomycin (2 grams, intraperitoneal (ip), one day) and ceftazidime (1.5 grams, intraperitoneal (ip), one day). The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues the liberty cycler set used by the patient was discarded and is available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The as-received treatment with reduced dwell times passed. The cycler underwent and passed a system air leak test, valve actuation test and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the bottom cover recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined a review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. The device history record revealed a mushroom head check performed on 12/19/2019. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door after ending a peritoneal dialysis (pd) patient¿s treatment. The patient contact reported receiving air detected in cassette warning messages during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient¿s contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotics vancomycin (2 grams, intraperitoneal (ip), one day) and ceftazidime (1.5 grams, intraperitoneal (ip), one day). The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues the liberty cycler set used by the patient was discarded and is available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.